Event description:
Consumer reports readings are not accurate. Gets erratic readings. Analysis run on clark error grid using mean avg. Reading (207) as ref. Point vs. Bd readings (25, 353, 309, 299, 50) yielded data points in the c/e range of the grid, outside of acceptable limits.